Event description:
It was reported that during the customer's weekly maintenance check, the battery for the cardiosave intra-aortic balloon pump (iabp) was observed to be defective. The customer noted that the battery would not charge in either bay nor in a different iabp unit. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The customer has advised that this item was used in 2019. Since the battery exceeded the 90 day warranty, customer did not request getinge to evaluate the iabp in connection with this event. In addition, we were informed that the customer has purchased a replacement battery and since biomed engineer is factory trained, customer performs his own iabp service. On 1/6/2021 we contacted the biomed by email and we were informed that a new battery was installed in one of the customer's iabps but biomed was not sure if it was in the unit that original had the problem. No additional information was provided. Not returned to manufacturer.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) has a defective battery. In addition, customer informed that the unit will not charge in either bay or in a different cardiosave iabp. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.